Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Upon opening the cassette door, the pt's mother noticed fluid leaking from a rupture on the tubing set. Pt had no adverse effects, his effluent remained clear and required no medication intervention. Sample is not available; sample was discarded.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacture. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.